Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted during testing. No display anomaly and no weak battery alarm during test. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked case and broken battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump was going in and out and the battery drains in a day. The customer's mother stated that the insulin pump had crack in battery compartment. The customer's blood glucose was 146 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.